Event description:
Medical student and physician were suturing trocar sites s/p laparoscopic appendectomy. After all 3 sites were sutured, dr noticed that tip of the needle used by medical student is missing. Or team attempted to look for tip of needle but was not found. Medical student could not pinpoint the specific incision site he was working on, when tip of needle was lost/broken as he himself did not notice the tip missing. Pt was already awake when tip of needle was noted to be missing. Kub was ordered and done at the pacu. Kub cleared by another dr from any instruments/foreign objects. It is unk what happened with the tip.